Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: was there any deficiency with the device? Please provide additional details. Nw1665 ¿ suture found to be detached from the needle. Were there any patient consequences? No, there as not any consequences reported. Can you identify the lot number of the product that was used? Nw1665 ¿ t1004. H3 analysis summary: according to the information received, it was reported pull off suture needle pre-op. The product was returned to ethicon for evaluation. One detached needle and several suture pieces outside the foil packet were received for analysis. Product code nw1665. Upon visual assessment of the needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was observed. During the visual inspection of the suture pieces, it was noted that they had begun with the process of degradation and the time of exposure of sutures to the environment could not be determined. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Suture was found to be detached from the needle. No reported patient consequences. During the visual inspection of the suture pieces, it was noted that they had begun with the process of degradation and the time of exposure of sutures to the environment could not be determined. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed.